Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced electromagnetic interference due to the patient being near large cables at a concert. The device remains in use and the physician informed the patient to avoid poorly grounded electrical equipment. No patient complications have been reported as a result of this event.